Event description:
Pt began experiencing respiratory distress when the thopaz stopped working properly. Replaced with a pleura vac which resulted in a good outcome for the pt. Device sequestered and maintained in risk management.